Event description:
Ous MDR - after an implantation time of approx. 40 months, early battery depletion (eri) was reported.

Manufacturer narrative:
2/22/18 - we received a partial analysis.the ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, and 15 charge processes had been documented. The charge drawn from the battery was checked. The check indicated an unexpected discharge of the battery. The current uptake of the device was examined, which proved to be unremarkable. An additionally performed long-term study of the current uptake also did not show any irregularities. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the inner structure did not show any irregularities. The electronic module was without defects. The battery was then returned to the manufacturer for a destructive analysis. The analysis of the battery has not yet been concluded. After the battery analysis is finished, this report will be updated. Based on the analysis, it can be assumed that the therapy functions critical for patient safety were available without restrictions during the implantation time.

Manufacturer narrative:
6/4/18 - we received the battery analysis and closing codes; the analysis is complete. The battery was returned to the manufacturer of the battery for a thorough analysis. First, the production documents of the battery were reviewed, which did not show any anomalies. Subsequently, the voltage and the heat tone of the battery were examined. The measurement of the battery voltage was able to confirm a discharged battery. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was examined visually. During the visual inspection, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge, which has contributed to a premature battery depletion. Based on the analysis, it can be assumed that the therapy functions critical for patient safety were available without restrictions during the implantation time.